Event description:
It was reported the patient experienced no stimulation sensation. The patient was implanted on monday and woke up the morning of this report and was not feeling stimulation. The patient¿s left foot was hurting. The patient¿s implant was for her foot. The patient was trying to use the patient programmer (pp) but was unsure how to use it. The patient still had a bandage on, but was able to sync with the implantable neurostimulator (ins). The patient was on group a @ 2.00 volts. The patient did not see the lightning bolt (ins off). The patient was able to turn the ins on and felt the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).